Event description:
It was reported that the shaft of the 7.2mm left posterior-fossa suction tube was loose from the electronic housing during product inspection at the user facility, which has the potential to cause accuracy issues if not noticed by the user during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the shaft of the 7.2mm left posterior-fossa suction tube was loose from the electronic housing during product inspection at the user facility, which has the potential to cause accuracy issues if not noticed by the user during a procedure. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that the suction tube tip was broken was confirmed during the visual inspection and production software. During the device evaluation, it was unable to be determined what caused the broken tip. The device was repaired and put back into stryker stock.